Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. Tandem technical support educated the customer on what the alert means and how they are triggered. Customer stated they did not back out of the bolus screen. In addition, it was reported that the customer had elevated blood glucose levels (256 mg/dl). Reportedly, pump settings need to be adjusted. Customer delivered a bolus to stabilize blood glucose levels.